Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Complaint not confirmed. The evaluation did not reveal anything relevant to the event. The original tubing from the case was not returned. The returned ar-6480 pump was run with lab tubing set at varying pressures. Then the outflow tubing was clamped off and as expected per the operations manual, the pump reported "over pressure" alarm. When the clamp was released, the pump returned to normal operation. Based on the information provided and device evaluation, the most likely cause(s) of this type of event is or procedures related to the set-up of the device and tubing did not conform to instructions provided or by the end user disconnecting and reconnecting the tubing from the pump or spiking the saline bags in the incorrect order. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. On the tubing package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. In addition to equipment set-up, the operative joint capsule may have already been compromised from prior (preoperative) injury or trauma. Also, incorrect pressure settings or inter-operative compromising of the joint capsule from other instrumentation could lead to such an event. This is the first complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a hip scope and in the middle of the case, the pump began to rapidly infuse fluid into the hip for 30 seconds. The surgeon thought the fluid ran dry, stopped the flow but was told by supporting staff that both bags were full. The pump was checked and the reading was 45 mmhg. The surgeon turned the fluid back on and the pump again went into a rapid spin cycle. Within 15 minutes, they lost over 6 liters of fluid. The patient's hip and belly swelled as the fluid had extravasated into the soft tissues of the hip and into the abdomen. The case was completed and the repair was finished but the patients belly was tense and distended. A foley catheter was immediately placed and lab tests were done which returned normal. Follow-up information: size of fluid bags- 2000ml & 3000ml, no alarm sounded, 5-6 fluid bags were used. Time it took to complete the procedure was about 90 minutes. Tubing was not disconnected and reconnected. Additional bags needed to complete case with approx. 200 to 500ml. It was stated that the pump stopped on its own, manually restarted and hand controlled by the surgeon. X-rays were taken. Patient was given a foley catheter and lasix to try and drain the fluid; 40mg of lasix was given in pacu. Patient remained in pacu for 2 hours, then sent to floor. The patient did not spend the night, and was released later that day. There has not been any further issues reported related to this incident.